Event description:
.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the sram and loaded the configuration files. The system was tested and found to be working as intended and put back in service.